Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer's spouse reported via telephone call that the customer had silenced all sensor alerts, accidentally programmed a bolus of 20 units, and then ended up with a low blood glucose of 20 mg/dl. The customer was treated by paramedics. The spouse was assisted in turning on the sensor alerts.